Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement. On (B)(6) 2016 in the evening, patient experienced bad pain. Abdominal x ray indicated air collection in abdomen. Patient was commenced on antibiotic augmentin 625mg by mouth three times a day and regular laxatives. Patient hospitalization was prolonged for titration due to concerns over air collection and jejunal tube placement. After an unspecified number of days, patient's pain resolved. Abdominal x ray was repeated. Discharge was planned for (B)(6) 2016. There was no interruption to duodopa therapy and issue has been reportedly resolved.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known complication of a peg tube placement if any further relevant information is identified or obtained, a supplemental medwatch will be filed.